Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, smoker, periodontal disease, pain. Implant lost on the day of uncovering. 5 other implants were placed, and this was the only lost.